Event description:
Event verbatim [preferred term] burns [thermal burn], , narrative: this is a spontaneous report from a contactable pharmacist. This pharmacist reported same event for five patients. This is the fourth of five reports. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung), lot number aa2381 and expiration date 31dec2021, from an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient complained about the batch due to burns (in the period august-march). Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused 'burns.' The cause of the consumers reporting the wrap caused 'burns is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Site sample status: not received. Follow-up (24aug2020): new information received from product quality complaint group includes: investigation results. No follow-up attempts are needed. No further information is expected. Follow-up (26feb2021): follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: add imdrf code/evaluation method code b02/11 "testing of device from same lot/batch retained by manufacturer".

Manufacturer narrative:
Lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused 'burns.' The cause of the consumers reporting the wrap caused 'burns is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Site sample status: not received.

Event description:
Event verbatim [preferred term] . Burns [thermal burn]. Narrative: this is a spontaneous report from a contactable pharmacist. This pharmacist reported same event for five patients. This is the fourth of five reports. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung), lot number aa2381 and expiration date 31dec2021, from an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient complained about the batch due to burns in the period (B)(6). Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused 'burns.' The cause of the consumers reporting the wrap caused 'burns is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Reasonably suggest device malfunction: no, site sample status: not received. Follow-up (24aug2020): new information received from product quality complaint group includes: investigation results. No follow-up attempts are needed. No further information is expected.

Manufacturer narrative:
Lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused 'burns.' The cause of the consumers reporting the wrap caused 'burns is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. Reasonably suggest device malfunction: no, site sample status: not received, site sample status: not received.

Event description:
Burns [thermal burn], narrative: this is a spontaneous report from a contactable pharmacist. This pharmacist reported same event for five patients. This is the fourth of five reports. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare fuer flexible anwendung), lot number aa2381 and expiration date 31dec2021, via an unspecified route of administration from an unspecified date at unknown dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient complained about the batch due to burns (in the period august-march). The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.